Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable due to ipg not being set to surgery mode following an unrelated surgery. Surgical intervention may be pending.

Manufacturer narrative:
It was reported the patients ipg became inoperable due to ipg not being set to surgery mode following an unrelated surgery. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Surgical intervention took place where the ipg was explanted and replaced.